Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: for further investigation we have sent the articles 356.813 and 356.818 to manufacturing for investigation, here are the findings, the DHR was checked, according to the device history records, the whole lot 356.813 was manufactured in october 2005, according to specifications. The relevant dimensions were measured and all found to be according to specifications. However, due to the damages at the aim-arm and the protect sleeve they cannot be merged. Based on the given information and the results of the investigation, the complaint could be confirmed as the alleged failure could be identified or reproduced. However, the complaint is invalid from a manufacturing standpoint due to massive damages on the instruments. To prevent such problems, it is necessary to operate according to the technique guide (dsem-trm-0714-0120-1_lr, page 20 and further). No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: 356.817, badly damaged from wear and hammering, visible all over the part. The manufacturing records were reviewed the article were manufactured in december 2006, produced to specification. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a japanese proximal femoral nail anti-rotation was used for femur trochanter fracture on (B)(6) 2014. The protection sleeve could not be detached from aiming arm, because drill sleeve had been inserted rotationally into protection sleeve. It required the surgeon hammering the sleeve lightly from the back to remove it. The surgeon had to insert the blade by hand to complete the operation. There was a surgical delay of ten minutes. It was reported there was no harm to the patient. This is report 2 of 2 for (B)(4).